Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that investigation of the returned pump, mlp-017315, confirmed an outflow graft obstruction.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed extrinsic outflow graft obstruction. It was reported that the patient underwent a routine heart transplantation on (B)(6) 2021. The transplant was reportedly not due to a device related issue and the device operated as expected. (B)(6) was returned assembled with the pump cable severed approximately 22.75¿ from the pump housing. The distal portion of the pump cable and modular cable were not returned. Native tissue was returned adhered to the apical cuff and surrounded the sealed outflow cannula. Upon removal of the tissue, the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was returned and secured with the fully engaged cuff lock. The pump appears to have been exposed to a fixative (e.g. Formaldehyde) post-explant. Upon removal of the bend relief, a lengthwise crease was observed on the outflow graft. Further examination of the outflow graft showed that an approximately 0.5¿ portion of the crease, at the proximal portion of the outflow graft, had tissue accumulation present between the graft and bend relief. This accumulation appeared to have formed around and within the crease, suggesting that this 0.5" portion of the graft had been distorted for an undetermined period of time while the device was supporting the patient; however, no device-related issues were reported. A specific cause for the observed deformation in the outflow graft could not conclusively be determined through this evaluation. Furthermore, the remainder of the crease showed a lack of tissue accumulation, suggesting that the entire crease did not appear to have been present during support. Upon disassembly of the returned pump, examination of the pump's blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional or flow issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended until the pump was explanted. (B)(6) was then cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jul2019. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5 further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.